Event description:
It was reported to philips that the system was unable to acquire the image. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the device use and completion of the procedure, but the customer did not provide the info. It was reported to philips that the system was unable to acquire the image. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer confirmed issue no longer occurring and wishes to close the case. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.